Event description:
Endurant and non mdt stent grafts were implanted in evar procedures on unknown dates. The following malfunctions were reported; type ia endoleak, type ii endoleak, type iii endoleak, type v endoleak, type I endoleak the following injuries were reported; intervention , dissection.

Manufacturer narrative:
Medtronic received he following information from a journal article entitled; midterm evaluation of perigraft arterial sac embolization in endovascular aneurysm repair barleben a, quinones-baldrich w, mogannam a, archie m, lane s j, malas m journal of vascular surgery volume 72, number 6 https://doi.org/10.1016/j.jvs.2020.01.07. If information is provided in the future, a supplemental report will be issued.